Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The customer did not return the test strips.

Event description:
The customer complained of erroneous high inr results on coaguchek xs meter with serial number (B)(4). The result at 8:07 a.m. Was 5.0 inr. The customer retested on the same finger at 8:09 a.m. And the result was 7.5 inr. The customer then used a 2nd finger to test at 8:13 a.m. And the result was 5.7 inr. The customer tested again on the 2nd finger at 8:26 a.m. And the result was greater than 8.0 inr. An additional result from the day of the event was listed in the meter memory of 7.1 inr at 8:03 a.m. The customer continued to test since the result was high. She thought if she kept testing, the result would eventually become lower. These results were not provided to the customer¿s doctor. No treatment was provided and no coumadin adjustments were made. The customer¿s therapeutic range is 2.0 ¿ 3.0 inr. No adverse event occurred. The customer is feeling ok. The customer is not anemic and is not taking heparin or other direct thrombin inhibitors. The customer has lupus antibodies. The limitation of the procedure related to persons with antiphospholipid antibodies was reviewed with the customer. The customer has had no changes in coumadin, no new medication, no diet changes and no bleeding or bruising. The meter and test strips were requested for investigation. The meter was returned. The test strips were not returned. A specific root cause was not identified for this event. Additional information was requested for investigation but was not provided. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.4 inr. Donor #2 inr: 2.6 inr. Donor #1 hct: 38%. Donor #2 hct: 44%. Donor #1: master lot: 2.4 inr. Donor #1: customer meter and master lot: 2.3 inr. Donor #2: master lot: 2.6 inr. Donor #2: customer meter and master lot: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. Relevant retention test strips (lot 186865-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. A possible root cause for the discrepant results may be related to the customer having lupus antibodies. Product labeling states the presence of anti-phospholipid antibodies such as lupus antibodies can potentially lead to prolonged clotting times, i.e., elevated inr values.